Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excess current due to an anomalous rf module was found to be the cause of the reported premature battery depletion.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. Device replacement is planned. No consequences for the patient have been reported.